Manufacturer narrative:
Model number (euxhcp) and serial number ((B)(6)) reported correspond to a humidifier. The base device is unknown, but the report is being sent since the complaint is on humidifier only.

Event description:
A dreamstation humid device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the testing resulted in a broken lid and a burnt-out element. In addition, humidifier assembly needs to be replaced, replaced faulty part and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.